Event description:
It was reported that the ilet user experienced hyperglycemia following a high-carbohydrate lunch of fajitas with tortillas and chips, announced as a "more than usual" meal, then used several additional meal announcements to reduce blood glucose. Symptoms included hyperglycemia peaking at 442 mg/dl and trending down to 372 mg/dl by the end of the call. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect method related to meal announcement sizing and use of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.